Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details cannot be requested. No additional information is available at this time. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: lymphadenopathy.

Event description:
Patient representative reported left side ¿scarred tissue" and "swollen lymph nodes". Device has been explanted.